Manufacturer narrative:
Method - device history record review, medical review. Results - no root cause analysis required since no complaint was reported; the lens was removed due to surgeon's decision alone. There were no documented issues and concerns with the manufacturing and inspection processes that may impact product quality. Per medical review: reportedly, intraoperative lens removal was performed to address surgeon`s decision to implant a different size lens. No reported incision enlargement or any other tissue damage and no reported problem with the lens. According to report by a nurse, dated on (B)(6) 2016, another lens of different model was successfully implanted. No reported postoperative sequelae. Conclusion - based on the complaint history, work order search, product evaluation, medical review, and device history record review, the root cause of the event is determined to be due to surgeon's preference and is not device-related. (B)(4).

Manufacturer narrative:
Diopter: +17.50. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluated by manufacturer?: no. Device not returned. Patient code(s): no consequences or impact to patient, labeled. Device code(s): no known device problem, labeled. Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a cc4204a +17.50 diopter collamer single piece lens. The lens was removed with no patient injury. The physician changed the size. A supplemental medwatch will submitted when additional information is available.

Manufacturer narrative:
Correction: date of event - (B)(6) 2015. Correction: implanted date - (B)(6) 2015 correction: explanted date - (B)(6) 2015. Additional information: the lens was removed due to surgeon preference and a 3 piece lens was implanted. Result: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).